Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a v40 exeter stem broke/fractured inside a patient. They had revision as a result which was performed (B)(6). No specific fall or incident was reported that could have led to the revision. Primary surgery was approx. (B)(6) 2019.

Event description:
It was reported that a v40 exeter stem broke/fractured inside a patient. They had revision as a result which was performed (B)(6). No specific fall or incident was reported that could have led to the revision. Primary surgery was approx. (B)(6) 2019.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through evaluation of the returned device. Method & results: -product evaluation and results: visual inspection of the returned device confirms that the device was fractured. The damage is consistent with fatigue accumulation in the stem neck ultimately ending in a fatigue fracture of the stem requiring revision. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: visual inspection of the returned device confirms that the device was fractured. The damage is consistent with fatigue accumulation in the stem neck ultimately ending in a fatigue fracture of the stem requiring revision. The exact cause of the event could not be confirmed as insufficient information was provided. Further information such as pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The investigation was re-opened following a material analysis report (mar). This report is being submitted to document the updated investigation results. Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through evaluation of the returned device. Method & results: product evaluation and results: visual inspection was performed as part of the material analysis report (mar). This inspection indicated: visual and stereo-microscope examination on visual examination, the fracture was observed through the prehension hole on the proximal end of the stem. The femoral head remained locked on the stem trunnion. Optical microscope examination shows explantation damage which was observed on all sides of the stem. The fractured surface associated with the distal end of the stem is documented. The fractured surface associated with the proximal end of the stem is documented. Nothing could be learned of the cause of fracture due to post fracture abrasion and explantation damage. Stereo microscope examination shows areas of surface material damage along the sides of the mid-stem region. These indications are likely a result of third-body damage and micromotion effects due to cement mantle breakdown. A material analysis has been performed. The report concluded: review of exeter v40 stem 44mm no 0, catalogue # 0580-1-440, lot code g7595774 confirmed a fracture through the prehension hole at the proximal end of the stem. Due to the extensive mechanical damage on both fracture surfaces, nothing could be learned of the mode of fracture. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: visual inspection was performed as part of the material analysis report (mar). This inspection indicated: visual and stereo-microscope examination on visual examination, the fracture was observed through the prehension hole on the proximal end of the stem. The femoral head remained locked on the stem trunnion. Optical microscope examination shows explantation damage which was observed on all sides of the stem. The fractured surface associated with the distal end of the stem was documented. The fractured surface associated with the proximal end of the stem was documented. Nothing could be learned of the cause of fracture due to post fracture abrasion and explantation damage. Stereo microscope examination shows areas of surface material damage along the sides of the mid-stem region. These indications are likely a result of third-body damage and micromotion effects due to cement mantle breakdown. A material analysis has been performed. The report concluded: review of exeter v40 stem 44mm no 0, catalogue # 0580-1-440, lot code g7595774 confirmed a fracture through the prehension hole at the proximal end of the stem. Due to the extensive mechanical damage on both fracture surfaces, nothing could be learned of the mode of fracture. The exact cause of the event could not be confirmed as insufficient information was provided. Further information such as pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that a v40 exeter stem broke/fractured inside a patient. They had revision as a result which was performed (B)(6). No specific fall or incident was reported that could have led to the revision. Primary surgery was approx. (B)(6) 2019.